Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was monitor in a 50 c oven for several hours and there was no button error alarm on the device. There was no moisture damage found inside the insulin pump. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratches on the lcd window, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level went as low as 32 mg/dl. Customer treated their low blood glucose with manual injections. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm did occur right after the pump was exposed to moisture. Customer advised they kept the insulin pump inside their bra and it was exposed to moisture via sweat. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.